Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected. Device explant was anticipated; the patient was stable and there were no adverse consequences.